Event description:
On 4/jun/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis four times in a 5-month period. During intake, the pdrn cited the patients¿ work schedule and noncompliance (specifics not provided) as the root cause of the multiple peritonitis events. Subsequent attempts to obtain additional clinical information (e.g. Patient demographics, organism, hospital records, medications) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis. The pdrn attributed causality to the patients¿ unspecified noncompliance and work schedule. It should be noted that the lack of follow-up clinical information precluded a more in-depth investigation. However, there was no reported malfunction or deficiency of any fresenius device(s) and/or product(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 4/jun/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis (B)(4) times in a (B)(4) period. During intake, the pdrn cited the patients¿ work schedule and noncompliance (specifics not provided) as the root cause of the multiple peritonitis events. Subsequent attempts to obtain additional clinical information (e.g. Patient demographics, organism, hospital records, medications) were unsuccessful.